Event description:
It was reported by the attorney that the pt underwent an exploratory laparotomy in 1999 at hosp for a resection of the infrarenal aorta and proximal iliac, repair of aneurysm and aorto-bi-iliac bypass where vicryl sutures were used. As per the attorney, the pt alleges healing problems with infection.